Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a software firmware mismatch error when moving and booting up the image acquisition system (ias) and mobile view station (mvs). When powering on, the mvs was displaying the software error and the ias and mvs were not connected. Rebooting the system resolved the issue. There was no patient involved.